Manufacturer narrative:
Follow-up #1: date of submission 07/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the pump powered on with the returned battery cap. There were no alarms related to the complaint observed in the black box or alarm history. The black box showed no evidence of a short battery life. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, the display was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was experiencing short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).